Event description:
Literature: ooi yc, saulino m, williams ka, jr., sharan a. Observational analysis of successful reimplantation of explanted intrath ecal drug delivery systems: a case series. Pmr : the journal of injury, function, and rehabilitation. Feb 2011;3(2):175-178. Doi: 10.1016/j.pmrj.2010.08.004. Summary: the authors reviewed 274 implant procedures that were performed involving 166 new patients. They examined patients who initially experienced infectious complications requiring intrathecal drug delivery system (itdds) explantation between (B)(6) 2001 and (B)(6) 2009. Reportable event: four patients had their itdds explanted secondary to hardware failure (all 4 were subsequently reimplanted). Additional information has been requested.